Event description:
The customer contacted physio-control to report that their device would not power on. The customer indicated that they then replaced the charge-pak assembly; however, the device was displaying a premature low-battery indicator. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported failure to power on. The device powered on and was able to charge and shock when prompted. Physio did confirm the premature low-battery indicator was present on the device's readiness display. Physio determined that the cause of the premature low-battery indicator was an electrically leaky filter, designator fl10, from the analog pcb assembly. The leaky filter depleted the device's internal hybrid layer capacitor (hlc) batteries which could inhibit the device's ability to provide defibrillation therapy, if it were necessary. The customer was provided with a replacement device.